Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. The rate of battery depletion is higher than expected. Review of the device memory noted the s-ICD appears to have been affected by misaligned markers/sensing issue due to a scan without connection for an extended period, thus impacting the rate of battery depletion. As the device was recently interrogated, the most recent telemetry connection should have resolved the issue. At this time, the s-ICD remains in service and there have been no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. The rate of battery depletion is higher than expected. Review of the device memory noted the s-ICD appears to have been affected by misaligned markers/sensing issue due to a scan without connection for an extended period, thus impacting the rate of battery depletion. As the device was recently interrogated, the most recent telemetry connection should have resolved the issue. At this time, the s-ICD remains in service and there have been no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.